Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing intermittent sound with the device when looking downwards. The intermittency started after the implantation surgery. The user has been re-implanted.

Manufacturer narrative:
Device investigation revealed a device failure caused by fatigue breakage of the transition link and subsequent damage of link wires. As intermittent sound was reported since implantation surgery it is assumed that the implant was exposed to significant mechanical stress during the surgical procedure and that additionally chronic implant movement may have finally led to the observed fractures. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user was experiencing intermittent sound with the device when looking downwards. The intermittency started after the implantation surgery. The user has been re-implanted.